Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Attempts to obtain additional information and the sample for evaluation were unsuccessful. Without sufficient information or an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Manufacturer narrative:
An investigation has been initiated. Additional information and the return of the sample have been requested. When the investigation is complete a final report will be submitted.

Event description:
The central venous catheter was noted to be occluded and bulging approximately 2 months after insertion. Upon removal, a tear was noted at the 4 cm mark.